Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturng facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc fromula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A lawyer reported that a female patient experienced a corneal ulcer while using renu with moistureloc multi-purpose solution. The patient used the product for one month and did not use any other lens care product. She was diagnosed in 2005. A culture was not performed; however, there was a "white dot" on the cornea. The patient was treated with unspecified eye drops hourly and daily and was seen by a specialist every day until it healed. As of 2006, the patient was experiencing blurred vision and a scratchy feeling in her eye. The ulcer was not present.